Event description:
It was reported to philips that system was unable to power on. No harm was reported to philips. The device was not in clinical use at the time of reported event. Philips has started an investigation of this complaint.